Manufacturer narrative:
Device code relates to problem code for the reported issue of clip failed to release from the catheter. Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted no damages to the device. Functional evaluation was performed, and the clip assembly was actuated and deployed with two distinctive clicks were heard and the clip prongs were opened to approximately 10mm. This failure showed no evidence of the alleged issues or any defect which could have contributed to the event. Hence, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.